Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter was dissatisfied with the pump location and needed it more proximal. A revision surgery was performed, and the pump was moved to a better position, the pump worked fine. No further patient complications were reported.